Event description:
The customer reported a reaction vessel (rv) jam on a unicel dxc 600i synchron access clinical system. The unicel dxc 600i synchron access clinical system was not operational due to the rv jam. No patient results were associated with this event and hence there were no reports of death, serious injury or modification to patient treatment.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found defective peristaltic tubing. The fse replaced the tubing, cleaned the wash carousel, replaced the incubator belt, performed a belt calibration and confirmed all appropriate alignments. An assay quality control assessment was performed which generated acceptable results. After completion of the necessary and verified repairs the instrument was returned into operation. Defective peristaltic tubing was the root cause of this event.